Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patients right ventricular (rv) lead had dislodged and triggered a lead integrity alert (lia). A lead revision was attempted in order to reposition the lead but the lead exhibited high impedance. The lead was removed and tested out of the body and the helix would not extend. Ultimately, an alternate lead was implanted. No patient complications have been reported as a result of this event.